Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, united states. Instead, our distributor received the device for evaluation. During the evaluation the customer's report could not be replicated or confirmed. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation, united states. Testing of the board was not able to duplicate the customer's report. The device activity logs were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corportion, united states. Instead, our distributor received the device for evaluation. During the evaluation the customer's report could not be replicated or confirmed. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation, united states. Testing of the board was not able to duplicate the customer's report. The device activity logs were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.